Event description:
Sorin group (B)(4) received a report that during a procedure, an s3 double head pump suddenly displayed a rotation speed decrease. The clinician could not determine if the pump rotation truly changed. Approx 2 seconds later, the pump rotation automatically returned to the original speed. The clinician continued the procedure with no further issues. There was no pt injury reported.

Manufacturer narrative:
Sorin group (B)(4) mfrs the s3 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report the during a procedure, an s3 double head pump suddenly displayed a rotation speed decrease. The clinician could not determine if the pump rotation truly changed. Approx 2 seconds later the pump rotation automatically returned to the original speed. The clinician continued the procedure with no further issues. There was no pt injury reported. The investigation is ongoing. A f/u report will be filed when the investigation is complete.